Event description:
The doctor reported that the zirconia abutment placed in the patient's mouth had fractured. The doctor reported that there was no serious patient injury, no deterioration in patient¿s health and no contributing conditions reported.

Manufacturer narrative:
After review of the DHR and 3shape, the design is within specification. No product was returned from the customer. Based on the investigation results no specific root cause can be determined. When a fracture of a zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may related to the design of the screw access hole. Also, if the fracture of a zirconia abutment is seen at or adjacent to the mating hex or boss, the root cause is related to the design of the hex and boss connection features.

Manufacturer narrative:
Device not yet received for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.